Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established. A decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on delivery of the valve, the valve dislodged out of the annulus. The valve was snared. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.